Event description:
As reported, the non-cordis y connector leaked "cell lines" to the connection of a 6f. 070- inch judkin's left (jl) 5 100cm vista brite tip guiding catheter. After replacing with another guiding catheter, the same connector was connected, and there was nothing leaking out. The percutaneous coronary intervention (pci) case was completed well. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional medical device problem code of "cracked" was added to reflect product evaluation results. Complaint conclusion: as reported, the non-cordis y connector leaked "cell lines" to the connection of a 6f .070- inch judkin's left (jl) 5 100cm vista brite tip guiding catheter. After replacing it with another guiding catheter, the same connector was connected, and there was nothing leaking out. The percutaneous coronary intervention (pci) case was completed well. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile ¿6f .070 jl5 100cm¿ catheter unit was received in a plastic bag for evaluation. Upon unpacking and visual inspection, the catheter body showed no damage; however, a noticeable crack was present on the hub. Functional testing revealed a leak at the hub and confirmed that only air could be aspirated into the syringe under vacuum conditions. Microscopic analysis further examined the crack, showing it was located at the top of the luer hub and extended along its length. The reported issue of ¿luer hub~leakage¿ was confirmed during product evaluation, with the returned unit exhibiting a crack on the luer hub. As a result, the malfunction ¿luer hub-cracked¿ was also identified. The exact cause of the damage could not be conclusively determined through analysis. Users are trained to inspect devices for signs of damage prior to and during use, and any damaged product should not be used. Safety information in the product labeling is intended to raise user awareness of potential risks. According to the instructions for use (IFU), users are advised to store the product in a cool, dark, dry place, avoid using open or damaged packages, and inspect the guiding catheter before use to ensure it is appropriate and undamaged. If any damage is detected, the product must be replaced. While the specific root cause of the luer hub crack remains undetermined, it may be related to the manufacturing process; therefore, an investigation has been initiated to further evaluate potential contributing factors. No further action is planned at this time.